Event description:
Pt reported unspecified nerve damage in neck reportedly due to chronic use of rs-fbg conductive garment used with rs-4i sequential stimulator. Pt received field corrective action letter on rs-fbg conductive garment labeling dated (B)(6) 2010 prompting the pt to stop using the devices and discussion with physician. Pt had been using devices for cervical/shoulder electro-stimulation treatments since (B)(6) 2005 to relieve pain and restore muscle function. Pt claimed physician said the nerve damage was from use of the electrical stimulation in the neck region. The pt said that he never had nerve damage until after he started using the device (not consistent with medical records on file). The pt was unable to specify exactly what his reported nerve damage was or how it manifested itself. The pt also described trembling in the hands/arms and severe spasms. The pain reported breathing difficulty during and after treatment after being read the neck stimulation warnings in field corrective action letter by customer svc person. Pt reported complaint and asked for compensation for injuries.

Manufacturer narrative:
Pt had underlying cervical conditions which could have progressed and be related to the reported condition(s). The 2005 prescription for the devices documents a medical opinion of underlying brachial neuritis and cervical disc degenerative disease. The stimulator or rs-fbg conductive garment has not been returned for eval by rs medical. No actual device failure was reported. Associated healthcare professional's opinion of pt's present condition and claims has not yet been obtained. Prescribing physician - dr. (B)(6); consulting physician - dr. (B)(6). Field corrective action letter on rs-fbg conductive garment labeling dated (B)(6) 2010 contained updated operational manual with additional warnings about neck stimulation and clarified indications to specify mid and upper back stimulation. MDR filed - (B)(6) 2010.